Event description:
The customer reported that earlier in the day of the call he had a blood glucose level of 435 mg/dl and was unable to bolus. Customer stated that the insulin pump displayed a max bolus message. The customer was unaware of what may have caused the high blood glucose level. During troubleshooting, review of the insulin pump's history showed that the customer was able to administer 25 units of insulin. Blood glucose level was 127 mg/dl at the time of the call. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.